Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, signal too low, weak battery, and battery out limit, and also had a blank display. The customer's blood glucose was 302 mg/dl. The customer stated that he changed the battery several times. He noted that he was using lithium batteries, which he was advised against doing. Upon troubleshooting, the insulin pump passed the self test. The customer did not observe any physical damage, moisture exposure or corrosion at the battery cap contacts, battery compartment, or battery spring. Upon insertion of a new recommended alkaline battery, the display did return. The customer's most recent blood glucose was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He noted that he had received eye injections the day prior and could not see optimally during the call. The customer was advised that the battery cap would be replaced and to monitor the insulin pump.